Manufacturer narrative:
(B)(4). Batch # r9570u. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified. Attempts are being made to obtain the following information: how much bleeding occurred? How was bleeding controlled? Was there any change to procedure or post- op patient care? Were any blood products given to the patent? To date, no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a cholecystectomy procedure, and during the use of the device, section of the artery because all clips of the device were twisted and improperly engaged on the device. Bleeding occurred but amount of bleeding unknown. Patient consequence was not reported.

Manufacturer narrative:
(B)(4).batch # r9570u. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 2 conforming clips. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.